Event description:
It was reported that at least two (2) em2400 valve sets were leaking from an unspecified location. These issues were identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to a1: patient identifier: none (previously submitted as unknown). Correction made to a2-a5: na (previously submitted as ni). Correction made to b5: there was no patient involvement (previously submitted as there was no report of patient injury or medical intervention associated with this event). H4: the lot was manufactured between august 31, 2022 - september 02, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.